Event description:
Litigation papers allege: on or about (B)(6) 2010, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient experienced pain, weakness, difficulty with simple daily activities and work, and elevated levels of metal ions in her blood stream. There is no mention of revision surgery.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6), 2010, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient experienced pain, weakness, difficulty with simple daily activities and work, and elevated levels of metal ions in her blood stream. There is no mention of revision surgery. **update** (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. **update** (B)(4) 2012- litigation papers received. In addition to the previously reported allegations, it is also alleged that the patient suffers from a popping/snapping sensation. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: on or about (B)(6) 2010, patient was implanted with a depuy pinnacle mom hip implant on her left side. Patient experienced pain, weakness, difficulty with simple daily activities and work, and elevated levels of metal ions in her blood stream. There is no mention of revision surgery. Update - (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(4) 2012 - litigation papers received. In addition to the previously reported allegations, it is also alleged that the patient suffers from a popping/snapping sensation. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient suffered a fracture at the neck of the trochanter upon impaction of the sleeve. Records are available for further review.

Manufacturer narrative:
Added: dor the complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address thigh pain. The stem was loose. Part and lot information for the stem has been added. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address thigh pain. The stem was loose. Part and lot information for the stem has been added.

Manufacturer narrative:
UDI: (B)(4).